Event description:
This is a spontaneous report by a baxter (B)(4) received on (B)(6) 2010 regarding peritonitis in a (B)(6) female patient coincident with dianeal pd2 ultrabag therapy. In (B)(6) 2010, the patient began treatment with dianeal pd2 ultrabag therapy (dose and frequency not reported), intraperitoneally (ip), for peritoneal dialysis (pd). On (B)(6) 2010, the patient developed peritonitis and was hospitalized the same day. No laboratory tests were performed. On (B)(6) 2010, the patient was treated with a loading dose ip injection of vancomycin 2 grams (gm) continuing every five days and ip injections of amikacin 250gm daily, which continued. At the time of this report, the patient remained hospitalized. The outcome and root cause of the event of peritonitis was unknown. Dianeal therapy was ongoing. Concomitant medications were not reported. The reporter believed the event of peritonitis was not related to dianeal therapy. No further information is available.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown.